Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced deflation difficulty. The physician manually deflated the balloon, changed out the inflation device and continued to use the balloon. A second time they experienced deflation difficulty and manually deflated the balloon. The pt was found to have a spiral dissection that was repaired with multiple stents. Pt status is listed as "okay".